Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion set cannula crimped event on (B)(6) 2025. The event occurred within three hours after insertion. The insertion site was abdomen. The infusion set was in use for 24 hours. The blood glucose level was high and the patient was treated with correction bolus via pump no further information available.